Event description:
Caller reported a cartridge alarm while using the insulin pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support assisted caller with loading a new cartridge, but the cartridge alarm recurred, prompting a decision to replace the pump. A replacement pump was sent, and the caller was advised on steps to take upon receiving the new pump, including putting the old pump into storage mode and returning it to tandem within ten days using a pre-paid label.